Manufacturer narrative:
This supplemental report is submitted to provide additional information. Updates to section h6. Based on the reported event details, the patient did not complete required lock-in treatment 2. Therefore, the most likely cause of the patient's reported residual refractive error and decreased visual potential is their exposure to uv light prior to completing the lock-in treatment. Per the instructions for use (IFU), contraindications include patients "...unwilling to comply with the postoperative regimen for adjustment and lock-in treatments and wearing of uv protective eyewear..." The IFU also provides potential risks of the lal, including: "...if the eye is exposed to bright lighting without the use of uv protective eyewear before 24 hours after the final lock-in treatment, the lal can change unpredictably, causing aberrated optics and blurred vision which might necessitate explantation of the lal..."

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens (lal, sn (B)(6), +23.5d) on (B)(6) 2023. The patient completed 2 adjustment light treatments and 1 lock-in treatment during the postoperative period. The patient did not return for lock-in 2. On (B)(6) 2025, approximately 25 months after implant surgery, the lal was explanted due to residual refractive error and decreased visual potential. A new lal (sn (B)(6), +24.0d) implanted as a replacement.